Event description:
It was reported that the 9900 system had intermittent blank subtraction images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contrast and brightness were adjusted during the service call. The reported issue is currently under investigation. A follow-up report will be filed when additional details become available.